Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, while being anastomosed, the device would not fire all the way, resulting to a distally incomplete staple line. Another reload was loaded to the handle but did not fire. A third reload and another adapter was used to resolve the issue. There was also a leak identified on a leak test. The surgeon had to over sew the leak to prevent further damage.